Event description:
Report rec'd from foreign rptr as "pump stopped and there was no more diffusion of baclofen. Apparently not due to the catheter."

Manufacturer narrative:
03/04/1998: h6- primary finding of device analysis revealed no device failure, no anomaly found.